Event description:
Customer reportedly received result of 000 mg/dl on the compact plus system. The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B) (6) 2009, pt transferred to our facility for pci of first diagonal. Lesion treated with 2.0x6 flextome, and 2.25x8 taxus liberte atom monorail. Discharged on (B) (6) 2010, on asa and plavix. On (B) (6) 2010, returns to outlying facility with stemi. Transferred to our facility for emergent cath/pci. Films reveal 100% occlusion of proximal lad adjacent to and including ostium of previously stented diag 1, thrombus present. Plad dilated with 2.5x15 apex. Diag 1 dilated with 2.5x12 apex. Plad further dilated with 3.0x15 apex using kissing balloon technique. Final films reveal 0% residual stenosis and brisk timi iii distal flow in both vessels. Medicated with asa, plavix, angiomax, and reopro. Discharged (B) (6) 2010, on asa and plavix.